Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was sick with the flu and had a urinary tract infection. Both of these events caused the customer's blood glucose (bg) level to rise (299 mg/dl). The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with an insulin drip. The customer was discharged 2 days later with the bg and dka resolved.